Manufacturer narrative:
An event regarding malposition of an unknown scorpio baseplate involving an unknown scorpio femoral component was reported. The medical review indicates no issues with the femoral component. An investigation was completed for the scorpio baseplate. There is no indication or allegation that the femoral component contributed to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Surgeon commented that components were malaligned and potentially loose. Wanted to revise components.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Surgeon commented that components were malaligned and potentially loose. Wanted to revise components.